Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-may-2018 with the following findings: a review of the pump history showed the last delivered bolus was a 7.55 unit normal bolus. No battery life issues were observed in the black box. No damage was found to battery compartment or to the returned battery cap. No moisture/corrosion was observed in the battery compartment. The returned battery cap was able to be fully tightened to the pump and power it on. The current draws were measured within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was found to be delivering within the required range and delivering accurately. The battery life issue was not duplicated during testing. The pump cover was removed to find no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.